Manufacturer narrative:
Section h3, h6: the device intended to be used in treatment has been returned and evaluated establishing a relationship with the reported event. Visual inspection observed lacquer transfer is good, which confirms that there was no issue with sealing and that the product was opened after sealing. A manufacturing process review was carried out. The manufacturing process has camera detection to remove the unsealed products. If the operator needs to check the seal, they will completely peel off the sealed side of the pouch, which will not cause the same situation as the complaint sample. A probable cause is the accidental opening after the release! A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaint history review revealed a small number of similar events for this nature with no manufacturing problems observed. A review of prior escalation actions found no actions applicable to the scope of this case. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range. E1 initial reporter name and address

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that, during set up for treatment, the sterile package of a opsite incise 55x45cm ctn 10 was found not properly sealed before giving it use; the sealing was found incomplete. The procedure was performed, without any delay, using a s+n back-up opsite incise 55x45cm. Since the incident occurred before the procedure; the patient was not yet involved.